Manufacturer narrative:
The insulin pumps act and escape buttons did not respond due to corroded keypad traces. Unable to verify unexpected restart alarm due to no button response. No moisture damage on electronics noted. The insulin pump was received with minor scratched display window, cracked display window corners, cracked battery tube threads,cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and keypad anomaly. The blood glucose at the time of the incident was 115 mg/dl. Troubleshooting was performed. The device was returned for analysis.